Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 rtg0827362 (con): information was received from a patient who was receiving fentanyl via an implantable pump for indications for use. It was reported that she was having a hard time finding a doctor to manage her pump. The patient stated that they have called many doctors, and no one will take her on as a patient. The patient stated that she had a complication with her pump replacement and ¿oded¿ her. They had to use narcan. The event occurred a month ago. The patient stated that the pump was replaced in april and had to lower this way down low. They did not recognize this, and the patient thought it was an allergic reaction to the fentanyl because the pump had been leaking and had formed a calcification and dried powder on top of that, so she did not think she was getting medicine for a long time and it just built up in her system. The agent asked if fentanyl was in the pump this whole time and patient states yes. The patient stated that she had a reaction after the replacement of the pump. The medication was as low as it can go without malfunctioning. The patient stated that after the replacement, she was not sure if allergic reaction or if she od'd. But they had to narcan her. The patient stated that it happened after six weeks. The patient also mentioned that she had gone to the emergency room (ER) several times and they told her it was acid reflux and her thyroid and then it was the episode with the narcan, so they thought that was why the healthcare provider was declining her. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The agent sent an email to the medtronic representative (rep) to help with locating an hcp.